Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune hypothyroidism ('autoimmune: hypothyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the autoimmune hypothyroidism, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia and weight increased had resolved. The reporter considered abdominal pain, autoimmune hypothyroidism, back pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroidism, psych injury, migration and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received : previously reported event of "injury" was replaced with pelvic pain. New events added - migration, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroidism, psych injury and weight gain. Lab data was added. Date of explant added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('migration of essure device location of device: myometrium') in a 42-year-old female patient who had essure (batch no. 713457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 200 lbs. Concomitant products included haloperidol (haldol) since 2007 and sertraline hydrochloride (zoloft) since 2007 for depression, anxiety and bipolar disorder, levothyroxine since 2005 for hypothyroidism as well as ferrous sulfate (ferrous sulphate) since (B)(6)2014, furosemide since (B)(6)2014, nsaids since (B)(6)2011 and paracetamol (acetaminophen) since (B)(6)2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety and mental anguish") and bipolar disorder ("bipolar disorder"). On (B)(6)2014, the patient was found to have weight increased ("weight gain"), 3 years 1 month after insertion of essure. On (B)(6)2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: myometrium"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism ("autoimmune : hypothyroidism"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, embedded device, depression, vaginal haemorrhage, anxiety, device expulsion and bipolar disorder outcome was unknown and the autoimmune hypothyroidism, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia and weight increased had resolved. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, back pain, bipolar disorder, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroidism, psych injury, migration and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Imaging procedure - on (B)(6)2011: essure confirmation test (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received: new events were added: abnormal bleeding (vaginal), anxiety and mental anguish, migration of essure device location of device: myometrium, device expulsion, bipolar disorder. Event onset date, concomitant drugs, lot number were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('migration of essure device location of device: myometrium') in a 42-year-old female patient who had essure (batch no. 713457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 200 lbs. Concurrent conditions included hypothyroidism, abdominal bloating, alcoholism, drug allergy, penicillin allergy, allergy to vaccine, hypothyroidism, abdominal discomfort, ovarian cyst, left lower quadrant pain and menstruation frequent. Concomitant products included haloperidol (haldol) since 2007 and sertraline hydrochloride (zoloft) since 2007 for depression, anxiety and bipolar disorder, levothyroxine since 2005 for hypothyroidism as well as ferrous sulfate (ferrous sulphate) since (B)(6)-2014, furosemide since (B)(6)2014, ibuprofen, nsaids since (B)(6)2011, ondansetron (zofran) and paracetamol (acetaminophen) since (B)(6)2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety and mental anguish") and bipolar disorder ("bipolar disorder"). On (B)(6)2014, the patient was found to have weight increased ("weight gain"), 3 years 1 month after insertion of essure. On (B)(6)2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: myometrium"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism ("autoimmune : hypothyroidism"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, embedded device, depression, vaginal haemorrhage, anxiety, device expulsion and bipolar disorder outcome was unknown and the autoimmune hypothyroidism, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia and weight increased had resolved. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, back pain, bipolar disorder, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroidism, psych injury, migration and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Imaging procedure - on (B)(6)2011: essure confirmation test (unspecified) showed bilateral occlusion. Lot number: 713457 manufacturing date:2010-02 expiration date:2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Fu 06 & 07 processed together. On 6-feb-2020: plaintiff fact sheet received. Reporter information added. Fu 06 & 07 processed together. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.